Event description:
It was reported that an inflatable penile prosthesis (ipp) had a fluid leak identified due to air in the pump. Consultation with the urologist led to a decision to replace the device with a new one. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.